Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the asymptomatic patient presented remotely. Upon review of the transmission, it was observed the patient's implantable cardioverter defibrillator was oversensing noise. This was caused by loss of capture. No known intervention was performed. The patient was stable.